Event description:
It was reported that the patient experienced hypoglycemia of unclear cause while using the ilet bionic pancreas, with troubleshooting and education completed and no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported long-term impairment or hospitalization. Investigation included user troubleshooting and education review. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.